Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned partially cycled with no clip in the jaws; upon visual inspection, the body of the instrument was noted to be bowed due to the feedbar driver that was out of position. The cycle was completed in order to perform functional testing, but no clip was fed into the jaws; the device kept being actuated and no clips were fed. The device was disassembled in order to evaluate the condition of the internal components and the feedbar driver was confirmed to be out of position; no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, when the first assist was harvesting the saphenous vein, the clip cut/sheared through the vein. No bleeding was noted. The harvesting of the vein was completed with clamp and suture. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.